Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the detached bending section adhesive on the c-cover was due to stress which led to component failure and the most likely cause of the dirty scope connector was due to water leakage, however, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, detached bending section adhesive on the c-cover and a dirty scope connector was observed. The service repair technician indicated that the most likely cause of the detached bending section adhesive on the c-cover was due to stress and the most likely cause of the dirty scope connector was due to water leakage. There was no patient involvement.